Manufacturer narrative:
Further evaluation and additional information indicated that this issue is not related to correction and removal 3002809144-9/15/10-001-c.

Event description:
The customer stated that one patient sample generated higher than expected results of more than 95 ug/ml for the architect vancomycin assay. The customer then redrew the patient and tested the new sample twice after a dilution of 1:6 with results of 18.2 and 12.1 ug/ml. The customer then sent the sample to a reference lab where it was tested on another method with a result of 10.2 ug/ml. The result of 10.2 ug/ml was reported out with no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customer with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. New customers will receive the information in the form of a product information letter distributed with the product.